Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that no stylet was returned, therefore condition and brand are unknown. Used a fresh mdt stylet, test passed without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, was unable to advance the stylet down the lead. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.